Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer had failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 1.2 hardware was failed. A field service engineer (fse) found that the station had failed cubies and that the customer had broken the cubies open. The fse released the cubies in the hardware test application (hta) and was able to recover everything. The system functioned as intended after the field service engineer repaired the device.